Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On unknown dates, the patient experienced ongoing ooze and redness around peg-j site and was prescribed unknown oral antibiotics (without swab). At the time of report, the ooze and redness had not resolved.

Manufacturer narrative:
Reference record (B)(4). Corrected data in device info. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.